Manufacturer narrative:
Imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in "the anal opening, above the dentate line" during an internal hemorrhoidal ligation procedure performed on (B)(6), 2023. During the procedure, the band was twisted and could not be deployed. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code (B)(6) captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (handle assembly only) was analyzed, and a visual evaluation noted that the handle slot had marks of insertion of the trip wire. The suture thread was cut, possibly at the time of removing the device. A functional evaluation was performed by rotating the handle, and it could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy cannot be confirmed since the ligator head was not returned for analysis. No problems were found during analysis of the returned handle assembly. It is possible that the manipulation or the technique used at the time to interact with the device in conjunction with the patient anatomy could have affected the device functionality. However, since the returned device was incomplete, the required components cannot be analyzed, so it is not possible to confirm the reported event; therefore, the most probable root cause of this complaint is cause not established.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in "the anal opening, above the dentate line" during an internal hemorrhoidal ligation procedure performed on (B)(6), 2023. During the procedure, the band was twisted and could not be deployed. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.